Event description:
Laparoscopic gastrectomy: "during a surgery using a 'da vinch' robotic surgical system, the user detected that a black piece was detached from the trocar. The piece was retrieved on the spot and the surgery was continued to be completed. The user presumes that the rubber valve was caught with the forceps when they were inserted and withdrawn. We have been asked by the facility to investigate into the cause in detail as soon as possible. Therefore, would you please make an investigation of the event, including the combined use of the device with the da vinci system? (B)(4) has confirmed the following: we found that the damaged part of the septum and the detached piece matched. There was a chip inside of the detached piece. It was found that the shield had turned white. It is possible that the shield was damaged when the forceps or other things were inserted into it". Pt status: the pt was not injured at the moment.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.